Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer was not opened when trying to issue medication. Customer received the count quantity when bin was opened but the drawer never opened and not its stuck on the count back screen. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opened. A technical support specialist dialed into the station found that tester application was open in the background causing the drawers not to open. Closed the tester application and restarted medbank application this fixed the issue. The system functioned as intended after the technical support specialist troubleshot the issue.